Event description:
Patient was revised to adddress the rotation of the glenoshpere caused by a broken screw.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history record did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. X-rays were received and reviewed. The eccentric glenosphere appears to have shifted proximally and the screw in the central metaglene post is no longer centrally located, however, the review was unable to confirm the reported screw fracture. The investigation could not draw any conclusions regarding the reported event. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).